Event description:
The lay user/patient contacted lfs alleging that his ultralink meter does not power on after he replaced the battery. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The patient was using the correct vials of test strips. The patient inserted the test strip all the way into the test strip port and the meter did not power on. The batteries were replaced per the owner's booklet. The batteries were correctly installed and the battery contacts were in good condition. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported since the issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.